Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a stent dislodged outside the patient. During preparation and outside the patient body, it was noticed that the stent to a 20 x 2.50 promus premier select stent balloon expandable was lost from the catheter shaft system. It was noted that during preparation, the stent appeared to be wagged (wobbled). Once there was movement, the stent went out of the balloon, and it was therefore lost from the catheter shaft and balloon. The procedure was completed with another of the same device. It was noted that the stent dislodging was likely due to product performance. No patient complications resulted in relation to this event and the patient was discharged from the hospital without complications.